Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported the trocar was opened but it would not arm when attempting to arm. The red arming button kept popping up. Another trocar was opened to complete the case. There was no consequence to the pt.